Event description:
The manufacturer was notified on (B)(4) 2015 of the following: a (B)(6)-year old female had a redo avr with mitroflow valve (model lxa, size 19, serial # - unknwon) in (B)(6) 2012. She previously had a carpentier edwards bioprosthetic valve implanted for approx. 12 years. The patient initially did well but presented a few months ago in heart failure. During her subsequent work-up, it was discovered that her prosthetic heart valve had calcification/stenosis. The patient was in the process of being re-scheduled for valve replacement therapy but her clinical condition worsened and the patient died. (Date of death - not provided.)

Manufacturer narrative:
Since no details regarding the device serial number and device was not returned, device history record review and further analysis of the case could not be performed additional information - appropriate codes are selected according.

Manufacturer narrative:
Results: review of the device history records will be conducted upon identification of the valve serial #. The full histopathological evaluation will be performed, if the explanted valve is returned.